Manufacturer narrative:
(B)(4). Batch number: n57f3l. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed after firing. During the radical resection of rectal cancer, after fired with ec60a and ecr60g, found the staples malformed, changed another ecr60g, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.